Event description:
This lead was implanted in 1996 and remains implanted at this time. During routine pacemaker check up on (B)(6)2013, high ventricular thresholds and output was noted (rv threshold of 2. 7v @ 1.0ms to 6.5v @1.0ms at maximum output. Patient rescheduled for 1 month check. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).